Event description:
Rt breast biopsy performed using an 8 gauge mammotome needle and on the attempt to deploy the mammo mark biopsy marker the tip of the applicator came off and was left within the rt breast. Attempts were made to retrieve but unsuccessful, so patient had to be taken to operating room and had gen anes and excision to remove the orange tip of the biopsy marker. Diagnosis or reason for use: rt breast biopsy tissue marker.